Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode loop was fractured. The issue occurred during a therapeutic hysteroscopic resection of the patient. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
New information: e3, h6 device returned and not reproduced: a review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.